Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a partial lead was returned in one piece measuring 21.0 cm of the connector portion. External insulation abrasions were noted at 11.6 cm to 11.7 cm, 12.5 cm to 12.7 cm, and 18.8 cm to 19.5 cm from the connector pin. The abrasions abraded the ring electrode (re) cable lumen at the 11.6 cm to 11.7 cm region and abraded the superior vena cava (svc) cable lumen at the 12.5 cm to 12.7 cm and 18.8 cm to 19.5 cm regions. The etfe cable coating were intact at all these abraded locations. The insulation abrasion found were consistent with lead friction to the device can.

Event description:
This report is to advise of an event observed during analysis.